Manufacturer narrative:
The device is not available for return and evaluation because it remains implanted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is not fully understood. As the device remained implanted in the patient and no evaluation was able to be performed, the root cause for the calcification remains indeterminable. However, it is possible patient related factors and progression of an underlying disease may have contributed to the calcification of this device. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 21mm pericardial aortic valve was disabled after an unknown implant duration due to calcification. A 23mm transcatheter valve was implanted via a valve-in-valve procedure. The patient outcome was noted as good. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be conclusively determined; however, patient related factors and progression of an underlying disease may have contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned that the reason for valve-in-valve intervention was due to intravalvular regurgitation and severe aortic stenosis. The implant duration of the disabled 21mm valve at the time of the valve-in-valve procedure was six (6) years, eight (8) months, twenty-six (26) days. Both devices remain implanted. There were no complications reported and the patient was later discharged.